Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced a power on reset (por). Reprogramming was completed until a device extraction could be done due to the patient showing signs of infection and a "low battery" on the ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The reported power on reset (por) from the device save to disk data and low battery voltage were confirmed. Hybrid analysis demonstrated that the device was fully functional and no new por was observed. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the por or the low battery voltage. If information is provided in the future, a supplemental report will be issued.